Manufacturer narrative:
Investigation in process.

Event description:
Caller reported false negative troponin I (tni) results on triage cardiac panel test vs access. A (B)(6) female pt presented to ed with left arm pain, chest pain and elevated blood pressure. Pt's blood was drawn and tested on the triage test at 9:00 hours and about 4 hours later at 13:05 hours. Testing was then performed on the access at 20:00 hours and again 9 hours later at 05:33 hours.